Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. However the technical support informed that it could be a patient effort or the unit was auto cycling. According to the customer while he was testing the unit in volume ac mode unit ran to specifications with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator pvrc (pressure-regulated volume controlled ventilation) mode the rate was very erratic. The customer confirmed that there is no patient involvement associated with this reported event.